Manufacturer narrative:
The subject handpiece was returned to the service center for evaluation of the reported ¿handpiece started smoking during a procedure, overheating¿. A visual inspection was performed on the received condition and found the connector pad was chipped off on one side, there was debris close to the motor area, and multiple scratch marks along the cable insulation. The handpiece passed the resistance check test . Also, the device¿s history information was detected by our test diego elite console displaying manufacture date: 18 apr 2018, and with 9 sterilization cycles. Furthermore, the test diego elite system and a monopolar test blade were used to check for the handpiece functionality. The handpiece was recognized by the console as its icon highlighted. Also, the handpiece motor would engage with the disposable tubeset and turn smoothly without a problem. It was able to generate rf energy to the blade tip when the coag button was being activated. The handpiece was tested periodically and minor smoke was observed at the tip of the test blade when being activated. This phenomenon would happen because of heat releasing at the blade tip which is normal during cauterizing a tissue. The handle of device is cool to touch as normal temperature, not overheating. The cause of the reported event could not be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for the referenced device. The DHR review showed that the device was manufactured according to valid instructions, met all specifications prior to shipment.

Manufacturer narrative:
The subject device was returned to the service center but the evaluation has not yet begun. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during a procedure, the diego elite hand piece started smoking. There was no patient or user injury reported.